Event description:
It was reported the ultrasonic bronchofibervideoscope channel was checked with a borescope upon return from repair, where a defect and some debris were noted. The event was noted prior to use at device inspection. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.